Event description:
The pt was implanted with two leads form the same lot. It was reported during intra-op testing of the pt's trial leads the pt experienced a shock with the stimulation off and when switching between leads. The next day the pt called and stated he was experiencing an intense shock when turning the stimulation on. The pt consequently turned the stimulation off. An sjm rep met with the pt and observed that the lead connections to the cable box were loose. The pt was instructed to make sure the connections were properly tightened each time he turned the stimulation on . The trial proceeded without any further incidents.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.